Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 317 mg/dl. The customer stated that he does not think the insulin pump is delivering boluses and the screen is scratched. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.